Manufacturer narrative:
Date of event not provided by the complainants. Product name unknown; product unspecified. Product common name unknown; product unspecified. Lot number not provided by the complainant; product expire date unknown; lot number not provided; product catalog number unknown; product unspecified. 510 (k) unknown; product was unspecified. The product code listed is not necessarily the product code assigned to the device 510 (k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Product manufacture date unknown; lot number unknown. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included: a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified stratasis product's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained a follow-up MDR will be filed.

Event description:
The pt was reportedly implanted with an unspecified surgisis mesh on (B)(6) 2008, by dr (B)(6), at (B)(6) surgery center in (B)(6). The pt was implanted with an ams intepro llp y-sling, on (B)(6) 2009, by dr (B)(6), at (B)(6) hospital and health sciences center in (B)(6). The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury, and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.